Event description:
Reporter indicated that patient had an infection at her generator site following a generator replacement procedure. It was reported that antibiotics were given. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Manufacturer reviewed device sterility records. Pulse generator sterility confirmed prior to shipment.